Event description:
The customer reported that the 840 ventilator is inoperable. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to run ventilator on test lung. Covidien not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.